Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer's insulin pump has had a motor error and a no delivery for the 4th different time. Customer advised each time the infusion set and reservoir are changed the motor error alarm message comes on. Customer's mother advised when the entire set is changed the insulin pump works fine. Customer received a motor error while at school. Customer had a motor error a few months ago. Customer's mother was advised to call back when customer is there to troubleshoot the insulin pump.